Event description:
It was reported that the ilet had a broken screen, consistent with a fracture of the touchscreen component, and a replacement was arranged. Symptoms included no clinical signs, symptoms, or conditions and blood glucose remained in range. Outcomes included no health consequences or impact. Investigation included communication with the reporter, analysis of information provided by the user, and return of the device. Investigation of this case revealed a stress-related problem associated with the touchscreen that resulted in a fractured display. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.